Event description:
It was reported that stent damage occurred. During preparation of a 3.50x24mm synergy ii drug-eluting stent, it was noted that the tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.